Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following wound closure on an open procedure, complication such as infections were observed.

Event description:
According to the reporter, following wound closure on an open procedure, patient had wound healing issues and was brought back to the operating room for a wash out three weeks post operatively, however, complication such as infections were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.